Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, the cannula was found bent. The root cause could not be determined.

Event description:
It was reported that there was leakage at the infusion site. The site was changed and the issue was resolved. No differences were observed with the cannula. Per reporter, the infusion set was not peeling up, nor was it loose or leaking upon inspection. There were visible kinks or twists noted, and it was described that the cannula may have been kinked, with confirmed damage to the tubing. The adhesive at the infusion site remained secure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.